Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing multiple connectors that were unable to lock into the pump. The user stated they were on their last connector. A replacement box of connectors was arranged to be sent. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.